Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# j0316144v, implanted: (B)(6) 2003, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension (B)(4).

Event description:
The patient reported that her first implantable neurostimulator (ins) did not last very long and had lower settings initially. The patient did not like to have surgery so often even if it was a minor surgery, as she was a cancer survivor and also diabetic. The patient worked with the company representative for reprogramming and the patient's device was replaced in 2007. There were no patient symptoms reported. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. No outcome regarding the event was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.